Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a delamination partial of the valve (adhesive failure) and one opening observed on anterior side assessed as surgical damage. Additional observations: creases were observed.

Event description:
Patient reported right side deflation. Healthcare professional additionally called and confirmed the right deflation. The device has been explanted and replaced.

Event description:
Healthcare professional additionally called and confirmed the right deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, e1, g2, h3, h6.